Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the reported event. The screen remained black due to a faulty charge coupled device. In addition, service found evidence that the cable was repaired by a third party and the coupler was damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during preparation for use, the image did not appear when the camera head was plugged in. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the fault is likely due to third party repair cable. A description on third party repair is in the instruction manual. Following the instruction manual on third party repair this could prevent the phenomenon to occur. This camera head does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information on (B)(6) 2022. The procedure was a cystoscopy procedure. And was completed using another camera.